Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. A review of the device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D10: us157854 ¿ m2a magnum cup ¿ 708320. 15-103208 ¿ taperloc stem ¿ 464330. 139258 ¿ m2a magnum taper ¿ 094890.

Event description:
It was reported that a patient is experiencing elevated metal ion levels and an avulsion fracture of the lesser trochanter approximately 13 years post implantation. No revision surgery has been reported to date. Attempts have been made and no additional event information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown m2a magnum cup; unknown m2a magnum head; unknown stem. Multiple reports were reported along with this report 0001825034-2021-01993, 0001825034-2021-01994, 0001825034-2021-01995. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient experienced elevated metal ion levels and an avulsion fracture of the lesser trochanter. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.